Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: last name unknown / not provided g4: PMA/510(k) number: k101880 h4: device manufacturer date unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant was removed due to infection. Symptoms as a result of the event: abscess and pain.